Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address recurrent dislocation.

Manufacturer narrative:
Patient was revised to address recurrent dislocation. Doi (B)(6) 2012 - dor (B)(6) 2013 (left hip). Update (B)(6) 2013- medical records were received. Records indicate upon revision there was a hematoma present. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(6). Medical records were obtained. The depuy legal nurse reviewed the records and found from a medical perspective, based on the information available, the complaint is not product related. Any total joint arthroplasty has a risk of failure due to a combination of unknown factors that include patient factors, surgical process and surgical technique. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.